Event description:
On (B)(6), 2011,a vns implanting surgeon reported that the vns pt was having their generator explanted that day due to an infection. The pt was gardening when his incision on the chest popped out and he developed an infection at the generator site. After surgery,the chest incision site was to be irrigated with antibiotics for 30 days and then a re-implant would be scheduled. On (B)(6), 2011,the surgeon reported that he has seen the pt twice since surgery and the pt has been doing great. The pt has another appointment later in (B)(6) and then will be scheduled for re-implant surgery. The surgeon also reported that the infection occurred because the pt had dirty hands and picked at his incision. The explanted generator was returned for product analysis that completed on (B)(6), 2011. Results of diagnostic testing indicated the device was operating properly. Electrical test results showed that the pulse generator performed according to functional specifications and there were no adverse functional, mechanical, or visual issues identified with the returned generator. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution. If additional info is received, it will be reported.

Manufacturer narrative:
Device mfg records were reviewed. Review of mfg records confirmed sterilization for both the generator and lead prior to distribution.